Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, two retained samples were evaluated. Visual inspection was performed and both the samples were conforming. Air passage test and an underwater leak test was performed and no blockages or leak were found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a control-a-flo extension set leaked from an unspecified location during patient use. A new device was used to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.